Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented to the emergency room after receiving vibratory patient notification alert, device was found to reach eri. Patient is not dependent and did not experience any adverse events. Premature battery depletion was suspected. Device was explanted and replaced. The patient tolerated the procedure well.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. In further analysis of the battery, lithium clusters were observed shorting the anode and cathode of the battery. These analyses concluded that the premature battery depletion was caused by a lithium cluster induced short circuit. The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on (B)(6) 2016.